Event description:
A young patient with no past medical history went into a v-fib arrest. He had rising cardiac biomarkers and was taken to the cardiac cath lab for left and right cardiac catheterization, coronary angiography, left ventriculography, and placement of a swan-ganz which was intended to be left in. The physicians accessed the left femoral artery and vein. While placing the swan-ganz catheter under fluoroscopy, the tip, with the balloon inflated, fractured in the rv during the process of advancing to rvot, and embolized to the distal arterial beds. It could not be visualized on fluoroscopy. The remainder of the catheter was removed and replaced without incident. The concern for the patient is a pe, and he is being monitored.